Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. These measurements were high from a while now. Technical services (ts) ran a battery longevity calculator and projected that the device had 3 to 4 yrs. Of battery life remaining. Subsequently this lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.